Manufacturer narrative:
Product analysis: the valve was not returned to medtronic for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: procedural images were submitted for review. Cine imaging showed a valve load check confirmed a good load. The imaging showed the valve deployed in a good location. Imaging showed three post-implant balloon aortic valvuloplasty (bav); the third attempt was the most aggressive and caused the waist of the valve frame to expand beyond the limits it was intended for. The final angiogram showed severe aortic insufficiency; there is no imaging provided after that run. There is no evidence provided to confirm the explanation of the valve. Gradients can be observed despite normal device functionality. High gradients can be valve related (i.e. Degeneration, thrombus, calcification, etc.) Or non-valve related factors (i.e. Left ventricular outflow tract obstruction, patient pressures, left ventricle dysfunction, etc.). In this case it was reported that due to the gradient (50 mm hg) a bav was performed using a 30x6 mm balloon and 52ml volume. Per the device instructions for use (IFU), "in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a postimplant balloon dilatation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices." Based on the additional information, preliminary assessments of the cause(s) of the leaflet damage reported on the valve, suggest that the third post-implant bav expanded the valve frame beyond its limit. This led to the explant and replacement with a surgical valve. It was not reported that the cine was able confirm if there was a torn leaflet present in the valve. Therefore, without review of additional echo/angio files for this case, and no device returned for evaluation, an assignable root cause leading to the high gradient before and after the torn leaflet could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received indicating that the patient had a dilated left ventricle which also contributed to the high gradient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the valve was discarded by the customer; therefore, no product analysis can be performed.   Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four months and seventeen days following the implant of this transcatheter bioprosthetic valve, the patient presented with dyspnea and a high gradient. The transcatheter valve was removed and replaced with a surgical valve. Upon explant, a torn leaflet was observed on the transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that a post-implant balloon aortic valvuloplasty (bav) was performed with a 30x60 millimeter (mm) non-medtronic balloon using a 52 milliliter volume. The implant depth of the valve was reported to be 5 mm on the ncc and lcc in the native valve. It was reported that the mean gradient before the valve implant was 50 millimeters of mercury (mmhg) and following the valve implant the mean gradient was 5 mmhg. The patient reported to have large annulus (perimeter 98.8 mm) and little calcified annulus. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.